Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The chromium and iron metal transfer was likely due to contact with a stainless steel instrument during extraction. The features observed on the implant were consistent with the reported stem subsidence. No other remarkable features were seen.